Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 clinical code added e050304, e0619 and removed e2403.

Event description:
Clinical narrative: (original clinical assessment by (B)(6)) a 76-year-old female was treated for a percutaneous coronary intervention of the right coronary artery, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During percutaneous coronary intervention, the vessel dissected and the patient decompensated. A pericardiocentesis was performed, but high levels of inotrope support were still required and the patient was placed on an impella cp left femoral. During care, bedside echo shows under-filled lv and rv with potential thrombus in the pericardial space. Volume resuscitation was ongoing. Small effusion noted with thrombus inside, but not worse than before. Due to poor ventricular filling, the pump was not able to run at high speed and an impella rp flex was additionally placed to treat right ventricular failure. The patient remained highly unstable on high doses of inotropes and biventricular support. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to both the impella cp and impella rp while most likely to be caused by the underlying disease the death is conservatively coded to both the impella cp and the impella rp flex based on the available clinical information, the death is most likely attributable to the patient¿s underlying critical illness, including severe cardiogenic shock (scai stage e), and procedural coronary artery dissection.

Manufacturer narrative:
Additional information has been provided in b5 (event description). Upon review, it was identified that the device manufacture date (h4) was not available at the time of the initial report and has now been provided following follow up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that no interventions were made other than volume resuscitation.

Manufacturer narrative:
H6: per a review of the complaint, omitted a01.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year old female was treated for a percutaneous coronary intervention of the right coronary artery. During percutaneous coronary intervention, the vessel dissected and the patient decompensated. A pericardiocentesis was performed, but high levels of inotrope support were still required and the patient was placed on an impella cp. Due to poor ventricular filling, the pump was not able to run at high speed and an impella rp flex was additionally placed to treat right ventricular failure. The patient remained highly unstable on high doses of inotropes and biventricular support. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to both the impella cp and impella rp while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.